Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4) visual inspection of the persona tibial articular surface provisional shim, 10mm ef confirmed that one ball bearing and associated spring were found missing. The missing ball bearing and spring were not returned. The tasp shim exhibited many wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These device is used for treatment. A corrective action has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action. FDA recall (B)(6) contains all tasp shim lots.

Event description:
It is reported that during pre-operative preparations, a ball bearing was found to be missing from the shim.